Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated with specs.

Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus. Troubleshooting was performed. Reviewed the alarm history and found a motor error alarm and multiple no delivery alarms. Ran a self test and passed. Instructed the caller to revert to back up plan until the replacement of the insulin pump arrives. It was stated that the customer could not get in contact with his doctor and his blood glucose went up to 450 mg/dl. Advised that the customer should go to the emergency to be treated. No further info was provided.